Event description:
The pt was presented to special procedures for insertion of a device. The stent was placed across an extremely tight stricture in the superior vena cava. The stricture was a result of radiation and chmotherapies. As the stent was deployed, it squirted forward and lodged in the right atrium. The pt was transferred to another facility where, under general anesthesia, a thoracotomy puncture was made and the stent removed. There were no pt complications.